Event description:
It was reported that during remote follow-up, the patient presented with noise lead to noise reversion on their right ventricular lead. No information about intervention was reported. There were no patient consequences and the patient will continue to be monitored.